Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at the silicone potting of the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Thermal damage was found at the base of the grip where the conductor wire is broken. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. There is a broken grip cable. The instrument was found to have charring and/or localized melting on the inner surface of one bipolar yaw pulley at the base of the grip. The instrument failed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. Further inspection found a broken grip cable and a broken conductor wire.common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.common causes of the failure mode thermal damage instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.